Manufacturer narrative:
On 21 march 2016 it was prepared a final report with the information already submitted in the initial report. On 23 march 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Additional information received on 05 january 2016 includes: the insert reported in this complaint had been already revised on (B)(6) 2014. Records of the previous revision were not reported. The insert that was put in at the primary surgery on (B)(6) 2010 was 02.07.0212fuc lot 091776. Batch review performed on 22 january 2016. (B)(4). On 26 january 16, 2016 the myknee department performed a patient match planning review since myknee patient match instruments had been used for the primary surgery, and commented as follows: the analysis of the myknee process of this case found no deviations from the standard procedures.

Event description:
The patient had mid flexion instability and mal positioning of the components. The femoral component, tibial tray and insert were removed and replaced with gmk revision products. The surgery was completed successfully. The explants will not be returned. The x-rays are not available.